Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The customer stated that it is not possible to get the log files from the instrument. Also, the customer stated that the sample was not hemolyzed and there was no visible fibrin and they believe the possible cause of the incident is sample integrity. The cause of this event is unknown.

Event description:
The customer reported a (B)(6) on the (B)(6). There was no report of injury due to this event.